Manufacturer narrative:
H3 analysis of the returned recharger revealed that no anomalies were visually observed. Patient complaint confirmed. Led's scroll c ontinuously device is unresponsive. Flash sector read/write protection bits have become set. Ad456980 was opened to address similar issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the recharger was not taking a charge from the docking station. They said the green battery lights are scrolling. Patient services had patient attempt a hard reset of the device, but that didn't resolve the issue, the recharger was broken. Patient stated that the dock was receiving power. The issue was not resolved. A replacement recharger was sent.